Event description:
The customer contacted beckman coulter, inc. (Bec) to report discrepant replicate glucm (glucose) results for eight (8) patient samples on their unicel dxc 800 pro synchron chemistry analyzer. The erroneous patient sample results were not reported out of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control results were recovering within established ranges prior and leading up to the event but were recovering lower. The customer reran the eight (8) patient samples for glucm on their other unicel dxc 800 pro synchron chemistry analyzer. These repeat results were interpreted to be correct and were reported out of the laboratory. The customer was advised to clean the cup, prime the analyzer, and perform a calibration. The customer later reported that the glucose module sensor was replaced which appeared to correct the problem. Service was not dispatched to the customer's site as the problem was resolved by the customer replacing the glucose module sensor.